Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that there was insufficient positive pressure. To fix the issue the fse replaced the drive manifold and the 5000 hr kit. The fse reported that after the parts are replaced, the unit was going to be returned to the customer. It was later clarified that the repair has been completed.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had an inflation failure, which was invalid after restart, the device was replaced. There was no personal injury reported.